Event description:
It was reported that during preparation, it was noted that the balloon of the 3x23 mm xience xpedition stent delivery system (sds) was partially inflated and the stent was also partially inflated [dislodged]. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.